Manufacturer narrative:
The investigation revealed a complaint reporting that the tip of a brigade plate screwdriver broke off in the screw and was left in the patient. However, when the reporting rep was contacted, they clarified that while the screwdriver tip did fracture off and was unable to be removed from the screwhead, the entire screw itself was removed from the construct and not left inside the patient and a different screw was used. No adverse patient outcomes have been reported. Additionally, no device was returned for investigation and confirmation of the complaint. Review of the device history records notes no material non-conformance¿s, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling, manufacturing, complaint history, and risk reviews were completed with no deficiencies, discrepancies, or adverse trends identified. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported that the tip of a bridge plate screwdriver broke off in the screw and was left in the patient.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the tip of a bridge plate screwdriver broke off in the screw and was left in the patient.